Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the left distal superficial femoral artery (sfa). During deployment of the 5x150 mm absolute pro, halfway through deployment, the handle broke. A lot of tension or friction was felt with the deployment wheel and it would not turn. The stent partially deployed and when the device was inspected it was observed to be split down the middle of the handle. The half deployed stent was removed through the artery and partially into the 6f sheath. The sheath and the stent implant were removed together and the puncture in the femoral artery was closed manually. After repuncturing the vessel a non-abbott stent was able to be deployed successfully in the left sfa. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported deployment issues and handle separation was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation concluded that a conclusive cause for the deployment issues separation could not be determined. A review of the lot history record revealed no non-conformances. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, indication of a product quality issue with respect to manufacture, design, or labeling. (B)(4).